Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he dropped his insulin pump and the device shut off and will not boot up. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the device. The drive support cap appeared normal. A selftest was performed but the device will not turn on. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.